Event description:
It was reported that the user experienced difficulty completing an infusion set and cartridge change with a steel 6 mm infusion set, including failure to observe priming drops and an episode in which insulin leaked from the back of the cartridge, after which the agent guided a full replacement of cartridge, connector, tubing, and infusion set. Symptoms included concern for interrupted insulin delivery without reported adverse clinical effects, with a documented blood glucose of 128 mg/dl. Outcomes included discontinuation of pump therapy and transition to backup insulin therapy pending in-person assistance. Investigation included guided troubleshooting and replacement of all disposables, with lot numbers recorded for cartridges and connect adaptors. Investigation of this case revealed evidence consistent with a leaking cartridge and difficulty removing a needle guard during set assembly, preventing successful priming and delivery. It was concluded, based on previously established findings for similar reports, that the event was related to a device supply issue affecting insulin containment and infusion setup, and user education was provided to mitigate recurrence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.